Event description:
A report was received that alleges that the tracheostomy tube required removal and was replaced with another trach tube. It is alleged that after several days in situ the suspect medical device caused the skin on the patient's neck around the stoma to become irritated and indurated requiring replacement. No lasting medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.